Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the unit had an air leak from the handheld device. There was no patient impact a delay of a few minutes occurred while looking for another device. No additional skingraft was required. Due diligence is complete as no further information is available.